Manufacturer narrative:
It is believed that the g-lix somehow nicked the spleen, and this would only happen if the physician did not pay careful attention to the location of the g-lix in regards to the spleen.

Event description:
Case completed without complications. No adverse symptoms appreciated. Within 48 hours of discharge patient was readmitted for dehydration and then discharged after being administered fluids. Within a week the patient was readmitted for sepsis, and a splenic hematoma/abcess was found using a CT scan. It is believed the sepsis was the reason for the dehydration, but it was not picked up in the first readmission. Antibiotics were administered, and the patient was discharged (after the sepsis was gone and the hematoma/abcess had shrunk considerably) without any further issues. At 1 month, the patient was found to be doing fine.